Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (INS). The reason for call was Caller reported that the patient has been getting settings not available message on the controller for a couple weeks. Caller stated that the alerts say that electrodes 4 and 5 may be open or shorted but they can't get that to show up anywhere. Caller remeasured impedance and 4-5 was showing as 1260. Agent asked if the caller had any warnings on the tablet when programming and the caller said they only got warnings when measuring impedance that showed an orange alert that says 4 and 5 may be shorted. Electrode 7 was also showing as high with 4 and 5, showing >40 ,000 and 32,000 respectively. Caller had the patient change positions and reconduct the impedance and the patient did not see any differences in impedances. The caller removed 4 and 5 from programming and then they were able to increase stim on pt's controller without the settings not available message. The pt did have a recent fall and they have done lead imaging to check on lead position but results of this image were unknown at time of call.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.